Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: it was reported that a 25-year-old caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 325cc saline prosthesis and experienced left sided deflation post procedure. Upon receipt by mentor the device returned without fluid. No foreign material was observed within the device or on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 0.2 cm within a crease on the posterior aspect. Two areas of missing material measuring 0.4 cm x 0.4 cm and 1.5 cm x 2.0 cm, respectively, were located on the anterior aspect. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. The complaint was confirmed since a rent within a crease was found on the device. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2019. In addition to the deflation reported previously, the patient also experienced bilateral capsular contracture (baker's grade unknown) and clear serous fluid within the left implant site. See 1645337-2019-09929 for contralateral prosthesis report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 325cc saline prosthesis, catalog #3501650, serial (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 325cc saline prosthesis and experienced left sided deflation post procedure. The deflation was confirmed by a physician. As a result, the device was explanted on (B)(6) 2019.